Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient needing an impella cp for mechanical circulatory support due to a non-st elevation myocardial infarction (nstemi). Upon insertion of the foley catheter, the patient coded. The impella device was placed. It was reported that the patient¿s laboratory results were hemolyzed despite the pump appearing to be in good position via echocardiogram (echo). The decision was made to reposition the impella to resolve hemolysis. The device was observed to be colliding with the papillary muscle; however, additional repositioning was not confirmed. It was stated that dialysis was started, no signs of hemolysis were identified. Weaning was successful, the impella was explanted, and the procedural outcome was that the patient survived surgery.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.